Manufacturer narrative:
This closes out this report unless other additional significant information is received

Event description:
This spontaneous report was received on (B)(6)-2015 from a female consumer (age unspecified) reporting on self from the united states.on an unspecified date, the consumer started using johnson and johnson floss, mint waxed (route-dental, lot number 0644d, frequency and expiration date unspecified) for oral hygiene. The metal cutter was intact upon opening the product. The first time the consumer tried to cut the floss, the metal cutter and a small piece of plastic attached to it broke off and the plastic insert popped out. The consumer attempted to reinsert the plastic insert back into the container but it did not stay and she was not able to dispense the floss properly.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction in the united states.additional information was received on 10-may-2015.the returned sample received on 10-may-2015 was visually examined on 21-may-2015 and lot number 1004d was identified. Based on the returned sample the lot number was updated from 0644d to 1004d and the device name was updated from johnson and johnson floss mint waxed to johnson and johnson reach clean burst icy spearmint dental floss. The dispenser and the bobbin were received for the returned sample but the cutter-insert assembly was missing; therefore, a determination could not be performed for the reported defect. A review of complaint data revealed no unfavorable trends for lot number 1004d. A review of final packaging, packing and incoming records did not indicate the product presented defects during production. The retain sample was visually evaluated and met specifications for appearance. The device was used for oral hygiene. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2015 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed (route-dental, lot number 0644d, frequency and expiration date unspecified) for oral hygiene. The metal cutter was intact upon opening the product. The first time the consumer tried to cut the floss, the metal cutter and a small piece of plastic attached to it broke off and the plastic insert popped out . The consumer attempted to reinsert the plastic insert back into the container but it did not stay and she was not able to dispense the floss properly. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.